Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument broke on the third firing. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.